Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient experienced sarcoidosis with bacteremia as well as possible vegetation on the leads or heart valve. The device and leads were explanted. The physician is waiting for the infection to clear before implanting a new system. The patient is stable.